Event description:
It was reported that at the initial start of a shoulder arthroscopy, metal shavings were noticed coming from the device and went into the patient. The device was used to finish the case. The shavings were not removed. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The device was viewed under magnification and no nicks or burs were seen on the blade tip. The device was rotated on it's own axis and no friction or metal to metal contact was observed. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to being released, no conclusion could be drawn as to what might have caused the reported event.